Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing accurately. This was further described as 'heparin primary infusion, calculated by epic 32.7ml/hr, pump 35 ml/hr. Vtbi (volume o be infused) 500ml'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.